Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. 64803-inv,621803,624475) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fever, vaginal discharge, depression, anxiety, fatigue, shortness of breath and hypokalemia. Concurrent conditions included blood pressure high since 2017, anxiety since 2016 and ovarian cyst. Concomitant products included chlorzoxazone (prolax) since january 2019 and sertraline hydrochloride (zoloft) since (B)(6) 2019. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), back pain ("pain lower back") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced depression ("depression"). In (B)(6) 2017, the patient experienced hypoaesthesia ("other injury(ies) or complication please describe: pain and numbness on my left arm, 12ain on my left leg.") And pain in extremity ("other injury(ies) or complication please describe: pain and numbness on my left arm, 12ain on my left leg."). On an unknown date, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and pelvic pain ("pelvic area pain"). The patient was treated with analgesics, antibiotics and surgery (hysterectomy and salp. Interpreted as salpingectomy)). Essure was removed on (B)(6) 2020. At the time of the report, the back pain, heavy menstrual bleeding, urinary tract infection, cystitis, vaginal infection, migraine, headache, dysmenorrhoea, hypoaesthesia, pain in extremity, pelvic pain and depression outcome was unknown. The reporter considered back pain, cystitis, depression, dysmenorrhoea, headache, heavy menstrual bleeding, hypoaesthesia, migraine, pain in extremity, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy notes : as per pif product is in place whereas essure was removed on (B)(6) 2020 as per case. Essure was removed on (B)(6) 2020 as per case but in recent pfs discrepancy noted in removal-have you had your essure (or any part of the device) removed: no. 3 coils on the right side and 2 coils on the left side. Treatment received for abnormal bleeding (vaginal, menorrhagia) and pain in lower back. Hysterosalpingogram (B)(6) 2008 (as per mr, discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion there are essure coils in the fallopian tubes and I do not detect any fill of the fallopian tubes. Imaging procedure - in (B)(6) 2012: result not given.. Lot number reported (64803) is invalid. Lot number: 621803, manufacturing date: 2006-11, expiration date: 2008-10. Lot number: 624475, manufacturing date: 2007-05, expiration date: 2009-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. 64803-inv,621803,624475) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fever, vaginal discharge, depression, anxiety, fatigue, shortness of breath and hypokalemia. Concurrent conditions included blood pressure high since 2017, anxiety since 2016 and ovarian cyst. Concomitant products included chlorzoxazone (prolax) since (B)(6) 2019 and sertraline hydrochloride (zoloft) since (B)(6) 2019. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), back pain ("pain lower back") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced depression ("depression"). In (B)(6) 2017, the patient experienced hypoaesthesia ("other injury(ies) or complication please describe: pain and numbness on my left arm, 12ain on my left leg.") And pain in extremity ("other injury(ies) or complication please describe: pain and numbness on my left arm, 12ain on my left leg."). On an unknown date, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and pelvic pain ("pelvic area pain"). The patient was treated with analgesics, antibiotics and surgery (hysterectomy and salp. Interpreted as salpingectomy)). Essure was removed on (B)(6) 2020. At the time of the report, the back pain, heavy menstrual bleeding, urinary tract infection, cystitis, vaginal infection, migraine, headache, dysmenorrhoea, hypoaesthesia, pain in extremity, pelvic pain and depression outcome was unknown. The reporter considered back pain, cystitis, depression, dysmenorrhoea, headache, heavy menstrual bleeding, hypoaesthesia, migraine, pain in extremity, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy notes : as per pif product is in place whereas essure was removed on (B)(6) 2020 as per case. Essure was removed on (B)(6) 2020 as per case but in recent pfs discrepancy noted in removal-have you had your essure (or any part of the device) removed: no 3 coils on the right side and 2 coils on the left side treatment received for abnormal bleeding (vaginal, menorrhagia) and pain in lower back. Hysterosalpingogram (B)(6) 2008 (as per mr, discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion there are essure coils in the fallopian tubes and I do not detect any fill of the fallopian tubes. Imaging procedure - in (B)(6) 2012: result not given. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-apr-2021: pfs received. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. 64803-inv, 621803, 624475) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high since 2017 and anxiety since 2016. Concomitant products included chlorzoxazone (prolax) since (B)(6) 2019 and sertraline hydrochloride (zoloft) since (B)(6) 2019. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), back pain ("pain lower back") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced depression ("depression"). In (B)(6) 2017, the patient experienced hypoaesthesia ("other injury(ies) or complication please describe: pain and numbness on my left arm, 12ain on my left leg.") And pain in extremity ("other injury(ies) or complication please describe: pain and numbness on my left arm, 12ain on my left leg."). On an unknown date, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and pelvic pain ("pelvic area pain"). The patient was treated with analgesics, antibiotics and surgery (hysterectomy and salp. Interpreted as salpingectomy)). Essure was removed on (B)(6) 2020. At the time of the report, the back pain, menorrhagia, urinary tract infection, cystitis, vaginal infection, migraine, headache, dysmenorrhoea, hypoaesthesia, pain in extremity, pelvic pain and depression outcome was unknown. The reporter considered back pain, cystitis, depression, dysmenorrhoea, headache, hypoaesthesia, menorrhagia, migraine, pain in extremity, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 3 coils on the right side and 2 coils on the left side treatment received for abnormal bleeding (vaginal, menorrhagia) and pain in lower back. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: results: total bilateral occlusion. Imaging procedure - in (B)(6) 2012: result not given. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: plaintiff fact sheet received, reporter, event migraines / headaches, dysmenorrhea (cramping), other injury(ies) or complication please describe: pain and numbness on my left arm, 12ain on my left leg, pelvic area pain, depression, concomitant medication , condition, lab data added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.